Manufacturer narrative:
The tech found the gas spring was not functioning. He replaced the gas spring to repair the stretcher.

Event description:
Info received indicates the head panel is slowly drifting down from the raised position.